Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 was failed and unable to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) adjusted the drawer and replaced the slide rails which resolved the issue. The system functioned as intended after the field service engineer repaired the device.